Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing skin condition was exacerbated under the lifevest equipment. Patient described the area as rashes and sores all over body due to kidney condition being irritated by lifevest. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the skin condition. Reporting out of an abundance of caution. Outcome of the irritation is unknown.